Event description:
A physician reported that sometime after a transurethral microwave therapy procedure (tumt), his patient developed a pericutaneous urethral fistula, became septic and ultimately died. Although no specific information was shared by the treating physician, it is believed that the patient was treated with the targis system. Urologix attempted to contact the physician on several occasions (via phone on nov 7 and nov 10; via certified mail on nov 11) to gather further information but was unsuccessful. The physician has been uncooperative in the investigation. Further, urologix is not able to determine if there is a relationship between the device and the cause for the event at this time.

Manufacturer narrative:
No disposable devices were returned, therefore no direct product analysis is available. Additionally, the electronic treatment file from the control unit could not be obtained. A review of urologix device history records was unable to be performed since no device specific information was shared by the treating physician. Urologix attempted to contact the physician on several occasions (via phone on nov 7 and nov 10; via certified mail on nov 11) to gather device and treatment information but was unsuccessful. The physician has been uncooperative in the investigation. As no device was received for analysis and no treatment file was available for review, it is not possible to determine the root cause of the event.